Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available but has not yet been returned to the manufacturer for analysis. Procedural images were provided and the investigation is ongoing.

Event description:
It was reported that during treatment of a subdural hematoma fed from the left external carotid artery with scepter mini and phil 25. The scepter mini was prepped without observed issues and placed to treatment location and inflated in appropriate location. The guidewire lumen of the scepter mini was flushed with dmso. While connecting the fourth syringe it was observed that the material of the transparent hub changed its color and appeared to degrade. The injection was stopped. It was not possible to remove the dmso syringe from the hub or deflate the scepter mini. As the scepter was withdrawn proximally the catheter started to stretch. The tip of the balloon was still in place at the embolization site. The catheter broke. The proximal part of the broken catheter was placed in the aortic arch. An amplatz goose neck mini snare was used to retrieve the broken segment unsuccessfully. An indy snare and indy vascular retriever were used to completely remove the scepter mini from the patient. The examination was stopped at this point. The patient is doing well and awoke from anesthesia without any issues. No injury caused by this issue.

Manufacturer narrative:
The investigation of the returned balloon catheter system found the inflation lumen stretched and broken, the guidewire lumen broken, and distal balloon segment kinked and broken. The guidewire hub was found completely separated from the inflation hub and a white opaque clouding was observed where the guidewire port meets the inflation port, which is consistent with the alleged product issue. The opaque substance was found to be phil material. The reported event states: "the phil was connected to the guidewire lumen and applicated." Therefore, the physician failed to perform step 5 of the IFU for phil, "remove the cap from the phil syringe. Attach the universal adaptor to the phil syringe and purge air", and step 7, "connect the phil syringe and adaptor assembly to the microcatheter hub, making sure there is no air in the hub during the connection. Ensure that the hypotube is seated at the bottom most point of the microcatheter hub, and tighten all connections before use." Without the universal adaptor to keep it out of the scepter mini hub, phil embolic material contacted the hub threads upon attaching the syringe which later adhered to the dmso syringe upon curing which locked the threads. The hub separation was likely caused by over-torqueing the stuck syringe, which led to pulling the catheter apart from the inside out while attempting to withdraw since it would have only been attached by the guidewire lumen.